Event description:
A buring sensation to one finger and with whitening of the skin to four fingers after handling a cassette that had ejected from the unit. The healthcare worker was prescribed sulfadiazine cream and his symptoms resolved within a day. The worker was not wearing gloves when this event occurred.